Manufacturer narrative:
The manufacturer location was documented as unknown in the initial report. The location has been updated to waldenburg. Contact office name/address have been updated accordingly to reflect the corrected manufacturing facility. The previous report stated the date of manufacture (dom) was unknown. It has been updated to reflect the date (nov 19, 2013) the device was manufactured. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device broke was confirmed. An assessment was performed on the device which determined that the type of fracture observed on the part is most probably due to excessive handling during usage. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: (B)(6). The manufacturing location was unknown. Device manufacture date: the device manufacture date is currently unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by australia that during an unspecified surgical procedure it was observed that the tip of the quick coupling device broke into two pieces during use. According to the reporter, ¿it looks like the tip looks uneven and it looks like a part of it is broken.¿ it was not reported if there was a delay in the procedure or if a spare device was available for use. It was unknown if this was the initial use of the device. It was not reported if the broken piece was retrieved. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
During subsequent follow-up with the reporter, additional information was obtained. The reporter stated that the procedure being performed was a revision ¿ distal femoral plate removal and replacement, reamer/irrigator/aspirator (ria) was used in the other femur for bone graft. The reporter stated that the device broke as the surgeon had the ria in the most distal part of the femur, when there was most pressure on it. It was reported that the device broke at the end of grafting. It was reported that no parts of the device fell into the patient¿s wound, it is not known where the broken off piece is. It was reported that the broken piece was most likely lost in transportation. It was reported that there was a two minute delay in surgery experienced as a result of this incident. There was no effect on the outcome of the procedure. If additional information should become available, a supplemental medwatch report will be submitted accordingly.